Event description:
On (B)(6) 2025, the user contacted support while attempting a supply change and reported receiving an "unable to proceed" alert during the fill tubing process. The user performed a dry run and was able to deliver 165 units. Upon further discussion, the user disclosed they had been using the same cartridge for nearly a week due to not receiving new cartridges in a recent supply shipment. The agent advised that cartridges are intended for use up to three days and this extended use likely contributed to the issue. A full supply change was recommended. The user is currently hospitalized which has been captured under a separate complaint and reported accordingly, and they are unable to provide the lot number of the cartridge. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred due to this issue.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.